Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that 2 of the seat screws have fallen out and stripped out of the bottom of the van seat.